Event description:
It was reported that this is a new patient implant whose father reported that the patient had been hospitalized since the day after surgery because of coughing and vomiting and the patient would not eat or drink. The patient's device has not been turned on as this is a new patient. When asked if the patient has any risk factors that makes them more susceptible to coughing and or vomiting it was stated that the patient is severely disabled and has cerebral palsy, lennox gastaut, and lissencephalopathy. Per the physician the cause of the patient's coughing, vomiting and failure to eat or drink is unknown. The doctor reported no abnormalities or complications with the surgery. It was stated that the patient¿s primary care physician did not attribute the anesthesia to the patient¿s symptoms. It was stated that the patient¿s white and red blood cell counts were normal, and other tests that were performed could not pin point the cause of the patient's coughing. It was also stated that during the patient's stay in the hospital they had a significant decrease in seizures. But after they left the hospital, the patient's coughing and vomiting stopped, but their seizure activity returned to their previous baseline. No further relevant information has been received to date.